Event description:
It was reported that the patient presented for a cardiac transplantation. It was noted that there was some suspicion preoperatively that the patient had lead related endocarditis. It was reported that portions of the right ventricular (rv) lead and coronary sinus left ventricular (lv) lead had some thrombus or vegetation on them. The entire cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1q1 crt-d implanted: (B)(6) 2020, 5554-45 lead implanted: (B)(6) 2013, 693558 lead implanted: (B)(6) 2016, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.